Manufacturer narrative:
The reported issue was unconfirmed. : the root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the reported issue was not duplicated during testing. No repairs needed. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Therefore DHR review not required. The reported event is unconfirmed, therefore labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling during a stand meeting. It was stated that the cool challenge was attempted but the device would not cool. Per follow up information received via email on 03may2023, it was now with tech services and not repaired yet. No patient involvement.

Event description:
It was reported that the arctic sun device was not cooling during a stand meeting. It was stated that the cool challenge was attempted but the device would not cool. Per follow up information received via email on 03may2023, it was now with tech services and not repaired yet. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.